Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Additionally, it was reported that the pump battery was intermittently observed to be depleting rapidly. Customer's blood glucose level ranged between 75 mg/dl and 244 mg/dl. Reportedly, the customer had insulin pens as alternate insulin therapy.